Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock due to supraventricular tachycardia. The lead was inactivated. It was also noted that the patient was part of the (B)(6) study. No further patient complications have been reported as a result of this event.